Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and guided the rep on site on the proper way to display the image as a splitter was being used to split the signal to another screen instead of using the capture card. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a black box instead of an image. The issue was found during service / maintenance. There were no reports of patient involvement.